Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup/ pn and ln unknown, unknown liner/ pn and ln unknown, unknown stem/ pn and ln unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01929, 0001822565-2017-01928, 0001822565-2017-01927.

Event description:
It was reported that a patient had a hip revision approximately 24 years post implantation due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Initial medwatch was submitted with a notification date of 03/09/2017 in date received by MFR. And submitted on 04/07/2017; however the correct notification date is 03/02/2017. Date implanted - unknown date in (B)(6) 1989.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately 24 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.